Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was reported the customer placed the device in a non-stryker reprocessing collections bin. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: tissue accumulation between the blade and jaw. Applying improper force on handle. Insertion/withdrawal of device from trocar with jaw open. Applying force on dial to rotate shaft while jaw assembly is closed. Scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives. Damage to membrane switch assembly. Ancillary equipment issues. The instructions for use (IFU) state: do not introduce or withdraw the instrument with the jaws open through a trocar sleeve as this may damage the instrument. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker if it is not in acceptable condition for the procedure. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the tip of the harmonic scalpel broke off while the device was in use. The broken piece fell into the patient and was retrieved. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.